Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenly undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned ad investigated. A visual inspection was performed on the returned reader and no issues were observed. Minor damage to the usb port on the returned reader was observed. Customer complained about the returned reader was no longer powering on at all even after charging it. Observed that the reader did not power on but connected with software. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's burn marks around the battery were observed. An extended investigation has been performed. A visual inspection of the reader was performed no issues were observed. The adc cable and adapter were not returned. Liquid contamination was observed throughout the pcba (printed circuit board assembly). Burn marks were observed near the battery connector. A visual inspection was performed on the returned reader and no issues were observed. Visual inspection has been performed on the de-cased reader burn marks battery holder and reader housing were observed. Puncture was observed on battery and no burn mark were observed on the pcba. Returned battery voltage was measured and was not within specification. Therefore, this issue is confirmed to swollen battery. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.